Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during the patient¿s peritoneal dialysis (pd) treatment (cycle unknown). The stop and ok buttons were illuminated, however the screen did not change when it was touched. The cycler was plugged into a three prong wall outlet that is shared with the modem. It was reported that the power cord on the back of the cycler was secure and that there were no recent power outages. The cycler was reset/rebooted, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. The patient reported that they had manual supplies available. Additional information was requested, however to date not provided. The cycler was returned to the manufacturer and upon evaluation, it was identified that the transformer on the inverter board was burned.